Event description:
It was reported that after approx one centimeter of the stent was deployed, a "pop" was heard and the deployment trigger became non-responsive. The physician disassembled the deployment handle and attempted to deploy the remaining portion of stent by pulling on the wire with forceps; however, this was unsuccessful. The deployment handle was then cut from the delivery system and the 6f introducer sheath was withdrawn from the pt. An 8f guiding catheter was then advanced over the guidewire and the delivery system to the partially deployed stent. While attempting to withdraw the stent into the sheath, the entire stent detached from the delivery system. The delivery system was then withdrawn from the pt. The procedure was completed with the placement of an add'l stent and stent grafts. Angiography demonstrated suitable patency results of the treatment site. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. A portion of the stent remains implanted. The delivery system and the undeployed stent have been returned to the MFR for eval. The investigation is currently underway.